Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient was wearing the pod for 1 to 4 hours on the arm. Their blood glucose levels reached high, over 500 mg/dl. Patient was vomiting. Patient then went to the hospital. The treatment that was provided by the medical professional was intravenous therapy with insulin drip, potassium/magnesium and also magnesium tablets. Patient remained in the hospital for 2 days.